Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test and passed homechoice rite electrical test. However the device was determined to meet the specification requirements relative to the increased intra-peritoneal volume (iipv). The cause of the (iipv) identified in the device log was determined to be insufficient drain- minimum drain volume percentage setting too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: (B)(6) 2011 at 05:55:20 with drain volume of 3285 ml (milliliters) during cycle 3. On 06 apr 2011, product surveillance spoke with the home patient's (hp) nurse. Results of evaluation were provided. The nurse commented this patient is an engineer. The nurse stated she was in a meeting and had no further detail to provide at this time.